Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device nit received with the audio and vibrator alert functioning properly. No audio or vibrator alert anomaly noted. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.